Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's right knee. It was reported through the submission of a revision usage sheet that the patient's left and right knees were revised. A note states: "I&d knees." A 5 x 13 ps insert was implanted on each side. Update: "patient presented to the orthopaedics department via consultation for incision and drainage of bilateral total knees."